Manufacturer narrative:
(B)(4) - clinical review of all currently available information concluded the following: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the shortness of breath, pleural effusions and bronchitis. The shortness of breath was likely related to the pleural effusions and bronchitis. Bronchitis was likely related to a virus that causes colds and the flu. The pleural effusions were possibly related to peritoneal dialysis with fresenius products. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated cycler operational support message had occurred during treatment. Additional information received from the patient¿s pd nurse during follow-up determined that the patient had been subsequently hospitalized and treated for a pleural effusion. The pd nurse reported that the patient had experienced bleeding gums due to the medication eliquis which was taken for pre-existing cardiac issues. Review of the patient¿s medical records indicated that the patient presented to the hospital on (B)(6) 2017 with progressive shortness of breath and dyspnea on exertion and a productive cough of white sputum. The patient reported that the symptoms had worsened over the past two days. The medical records also indicated that the patient had been having significant nosebleeds at home while on aspirin, brilinta and eliquis. The patient required a blood transfusion of one liter. Following a chest x-ray, the patient was diagnosed with bilateral pleural effusions which the patient had associated with peritoneal dialysis therapy. The patient had an elevated d-dimer. On the second day of the hospital admission the patient showed an increase in wheezing which was felt to be associated with reactive bronchitis. The patient was treated with small volume nebulizers (svn¿s), steroids and the antibiotic doxycycline with a dramatic improvement of the symptoms. The patient was discharged to home on (B)(6) 2017 and reported ¿feeling good¿ with a rare cough, no shortness of breath and overall improved condition. The patient was instructed to complete follow up with cardiology, gastroenterology and nephrology upon discharge. The pd nurse reported that the patient adequately completed peritoneal dialysis treatments while hospitalized and did not miss any treatments.